Event description:
It was reported by service that the bed has electrical problems due to a cleaning agent that was sprayed on the electrical connectors for the footboard. No patient involvement or adverse consequences are reported.